Event description:
It was reported that the customer has over delivered insulin and was hospitalized due to low blood glucose. Troubleshooting was performed . The bolus history revealed several manual boluses delivered within a few hours and the basal rate was changed. It was also reported that the customer is in comatose state at the intensive care unit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.